Event description:
It was reported that an asymptomatic patient presented in clinic after receiving an alert from merlin.net. Upon interrogation, the pulse generator exhibited backup vvi operation. It was noted that the patient had a colonoscopy performed in (B)(6) 2014. After software download, normal device function resumed. The patient would be continued to be monitored.

Manufacturer narrative:
UDI (di): (B)(4).